Manufacturer narrative:
As reported, the progel pals was stored at a temperature below the proper storage conditions per the instructions-for-use. The product performed as intended and there was no patient injury. The complaint is confirmed as a use related issue, as the user reported the event to us and is aware that the product should be stored in refrigerated conditions and not stored in a freezer. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use supplied with the device lists that, "progel¿ pals should be refrigerated between 2°c and 8°c (36°f to 46°f). Do not freeze. Store progel¿ pals within the recommended temperature range. Failure to do so may result in poor product performance." Note, the date of event is considered to be a best estimate as (B)(6) 2021 based on date of awareness. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
It was reported that the customer had accidently stored the progel pleural air leak sealant (pals) in a freezer which had temperature of -24°f. (Per the instructions-for-use this product should be ¿refrigerated between 2°c and 8°c (36°f and 46°f). Do not freeze. Note: store progel¿ pals within the recommended temperature range. Failure to do so may result in poor product performance.¿) as reported, the product had been used on a patient. The customer reports that the product performed as intended, when used in the procedure and there was no patient adverse event as a result. This report is being submitted as failure to follow the proper storage conditions per the instructions-for-use could result in the product not performing as intended and a malfunction of this nature could result in the need for intervention due to this use error.

Manufacturer narrative:
As reported, the progel pals was stored at a temperature below the proper storage conditions per the instructions-for-use. The product performed as intended and there was no patient injury. The complaint is confirmed as a use related issue, as the user reported the event to us and is aware that the product should be stored in refrigerated conditions and not stored in a freezer. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use supplied with the device lists that, "progel¿ pals should be refrigerated between 2°c and 8°c (36°f to 46°f). Do not freeze. Store progel¿ pals within the recommended temperature range. Failure to do so may result in poor product performance." Note, the date of event is considered to be a best estimate as 17-aug-2021 based on date of awareness. Addendum: h11: this supplemental MDR is submitted to correct medical device manufacturer. Updated fields: b4, g3, g4, g6, h2, h10, h11 corrected fields: d3 (manufacturer) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had accidently stored the progel pleural air leak sealant (pals) in a freezer which had temperature of -24°f. (Per the instructions-for-use this product should be ¿refrigerated between 2°c and 8°c (36°f and 46°f). Do not freeze. Note: store progel¿ pals within the recommended temperature range. Failure to do so may result in poor product performance.¿) as reported, the product had been used on a patient. The customer reports that the product performed as intended, when used in the procedure and there was no patient adverse event as a result.